Event description:
It was reported that during the implant procedure, the lead was attempted and it was not possible to retract the helix totally so a little of the tip protruded from the lead. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.